Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument possibly from the flowcell. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05mar2020 to 05mar2021. Complaint trend: the only complaint related to a leakage from the flowcell; date range from 05mar2020 to 05mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn flow cell. The fse (field service engineer) discovered the source of the leakage to be from the side of the flow cell. They then replaced the flow cell (pn 64003107), cleaned the sit and prism, and adjusted the optical axis. Though the flowcell is a returnable part, it was not requested for evaluation since the component failure was already identified to be a leakage from the side of the flow cell. After the repair the instrument was tested and was performing as expected. Although the leakage of biohazard not contained within the instrument can pose a risk to the customer, they did not come in contact with the leaked material and thus had no risk of contamination. The leakage was not under pressure and thus did not spray or increase the risk of contact to the customer in any other way. While patient samples were used during this incident, it was confirmed that they were not used in any treatment and so no patients were harmed in any way. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2011. Defective part number: 64003107 - assembly flowcell facs canto ii service. Work order notes: subject / reported: traces of leakage from flow cells. Problem description: no.4 trace of liquid leakage from flow cell. Work performed: I have confirmed the symptom. There was evidence of liquid leakage from the side of the flow cell. We have replaced the flow cell. We cleaned the sit. We cleaned the prism and adjusted the optical axis. We carried out cst cheak performance. We have confirmed the operation of hts. We checked the operation and confirmed that there was no problem. The operation is good. Cause: there is a possibility of flow cell trouble. Solution: I have confirmed the symptom. There was evidence of liquid leakage from the side of the flow cell. We have replaced the flow cell. We cleaned the sit. We cleaned the prism and adjusted the optical axis. We carried out cst cheak performance. We have confirmed the operation of hts. We checked the operation and confirmed that there was no problem. The operation is good. Returned sample evaluation: a return sample was not requested because while the replaced part was returnable, it was not required as the issue was resolved with the replacement of the part (pn 64003107 -assembly flowcell facs canto ii service) risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This is equivalent to ¿s3¿ in sop6078-02 whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Item: 22. Flow cell. Function: 22.3 remain free of waste once waste has been evacuated. Potential failure mode: 22.3.1 waste gets into flow cell, drips out of sit. Potential effect(s) of failure: 22.3.1.1 biohazard exposure. Potential cause(s)/ mechanism(s) of failure: 22.3.1.1.1 siphoning out of waste trap into flow cell (on power-down or hard standby). Current controls: none. Recommended actions: 1. Lower waste trap (below level of flow cell) 2. Add p-trap. Severity: 9. Occurrence: 1. Detection: 9. Rpn: 81. Root cause: based on the investigation results the root cause of the leakage of biohazard was due to a worn flow cell. Conclusion: based on the investigation results, the root cause of the leakage of biohazard was due to a worn flow cell. The fse found evidence of a liquid leakage coming from the side of the flow cell and thus replaced the part. They then cleaned the sit, cleaned the prism, and adjusted the optical axis. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: traces of liquid leakage from unit 4 flow cell. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: traces of liquid leakage from unit 4 flow cell please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.